Manufacturer narrative:
(B)(4).

Event description:
It was reported it was suspected that there was premature battery depletion based on the longevity decreasing from 3 years to 3 months over the last year. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year, and was expected to continue to increase. The device was explanted and replaced, and would be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of memory noted no suspicious fault codes or resets. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. 3191 code was used to denote surgical intervention.

Event description:
It was reported it was suspected that there was premature battery depletion based on the longevity decreasing from 3 years to 3 months over the last year. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year, and was expected to continue to increase. The device was explanted and replaced, and would be returned for analysis. No adverse patient effects were reported.